Event description:
Customer reported the au5800 chemistry analyzer generated false low patient results for sodium. The erroneous results were not reported outside the laboratory. The customer did not provide patient data or demographics. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and identified the failure mode as a defective heat exchangers and nozzles. The fse replaced the heat exchangers and ise nozzles which resolved the issue. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is case: (B)(4).